Manufacturer narrative:
Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered inappropriate shocks and anti tachycardia pacing due to atrial fibrillation with rapid ventricular rate across two episodes. There were two inappropriate shocks in each episode. The heart rates were high enough to determine that no programming changes would avoid device therapy. Therapy delivery slowed patient's rhythm. This device remains in service. Additional information revealed that medications change for rate control is the plan for this patient. No additional adverse patient effects were reported.